Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was damaged at the display screen and the customer was unable to read the display screen. Customer's blood glucose at the time of the incident was 7.9 mmol/l. Customer reported that the display screen on her pump is scratched due to the wire in her bra. The device is expected to be returned for analysis.